Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an advanced evaluation (ae) for no-obstructive urinary retention and urgency frequency. It was reported that trial patient did not know if their leads had moved since they were not feeling the stimulation. The patient was informed that the stimulation sensation varies from person to person. Follow up information received from the patient on (B)(6) 2018 reported that their baseline data was not correct and that they had turned in the previous data sheets to their doctor. The patient did not have the sheets to correct them. They stated that they did not feel they were not seeing any improvement in their symptoms and felt it was worse as they retained more urine during the night than prior to the procedure. At night the patient felt high urgency to go but was not able to. They then would catheterize themselves and get 1100+ volume. The patient further stated that they did not completely void on their own and noted that they did void some on their own but then would catheterize. They increased the stimulation it to 1.7 where it was comfortable and felt it when sitting. The patient did have some question about the stimulation and asked if they were able to drive. It was advised to their clinician¿s advice about driving and that they should turn the stimulation off when driving or operating a vehicle. The patient stated they felt the stimulation in the left buttock and this was explained to them that this was normal. Additional information received on (B)(6) 2018 from the patient reported that they felt their symptoms were worse and actually made their bladder feel worse than it did before the procedure. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had a little bit of pain in their backside and they felt this was to be expected. The patient was advised to contact their doctor with their concerns. There were no further complications reported or anticipated.